Manufacturer narrative:
The suspect device has not been returned for evaluation. However, vyaire medical field service engineer (fse) went onsite and ran battery test - no issues. Performed ventilator function test and the ventilator meets factory specification. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had two (2) alarm error codes 210 - mains power supply failed - please confirm alarm and 213. Vent shut down while on a patient. Furthermore, customer confirmed that the vent was removed from patient an no patient harm associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, the root cause was determined due to user fault - not following instruction. Ventilator works properly according to factory specifications.